Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B)(6) 2013. During the procedure, the shaft broke away from the handle about four minutes into treatment. While removing the device, the d5w sprayed across the surgical field and the patient. The surgeon planned to check for burns after the procedure was completed. Another like device was used to complete the procedure. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. During evaluation, there was damaged balloon and a cracked cannula.

Manufacturer narrative:
(B)(4): it was reported that when the shaft broke water was noted to be leaking from the crack in the handle. About 35 ml of d5w was inserted into the device and about 5 ml of d5w was lost. The patient did not sustain a burn and is currently fine.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.